Manufacturer narrative:
The investigation determined that discordant, (B)(6) vitros hivc results were obtained from a patient sample using vitros immunodiagnostic products hiv combo reagent on two different vitros 5600 integrated systems. The vitros hivc results were discordant compared to non-vitros method (B)(6) results for the patient. A definitive assignable cause of the event was not established. A vitros hivc lot 0110 reagent issue is an unlikely contributor to the event as quality control results prior to the event from five different quality control fluids were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hivc reagent lot 0110. Furthermore, the vitros hivc instructions for use (IFU) do not claim 100% specificity for detecting hiv antigens or antibodies to hiv. Instead, the vitros hivc IFU claims 99.58% specificity. There was no evidence suggesting a performance issue with the vitros hivc reagent assay or a malfunction with the vitros hivc reagent assay that would cause an erroneous measurement of hiv antigens or antibodies to hiv occurred. The customer did not follow the vitros hivc IFU when attempting to determine the hiv status of the patient. The vitros hivc IFU instructs the customer to repeat initially reactive hivc results in duplicate with the vitros hivc reagent assay which the customer did not do. However, the customer did perform supplemental testing using non-vitros methods as instructed in the vitros hivc IFU from which the customer was able to determine that the patient sample was non-reactive for hiv antigens and antibodies to hiv. There was no evidence to suggest an instrument issue around the time of the event. However, as no precision testing was conducted on the vitros 5600 integrated systems, an instrument issue cannot be entirely ruled out as a contributor to the event. Additionally, an interferent that affects the vitros hivc reagent assay cannot be ruled out as a contributor to the event as no testing using heterophilic blocking tubes was carried out on the affected patient sample. Finally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A laboratory specialist on behalf of a customer reported discordant, (B)(6) vitros hivc results obtained from a patient sample using vitros immunodiagnostic products hiv combo reagent in combination with two vitros 5600 integrated systems. The vitros hivc results were discordant compared to non-vitros method (B)(6) results for the patient. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant vitros hivc results were reported from the laboratory. No treatment was altered, initiated or stopped for the patient (patient 1) as the customer had the sample tested using a non-vitros method which gave results of (B)(6) for the patient sample. Due to the (B)(6) vitros hivc results for the patient 1 (a mother), the baby of patient 1 was initially administered anti-hiv medication. No vitros hivc testing was conducted for the baby. Instead, results from a(B)(6) laboratory indicated that the baby was (B)(6) for hiv. As per medical consult from an ortho medical safety officer, since the (B)(6) test results of the mother were identified, the baby should only have a very short exposure to the anti-hiv drug(s), a serious adverse event is less likely. No further information was provided in regards to the treatment of the baby. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).